Manufacturer narrative:
Clarification to d6a: partial date of 2010 provided. Continued e1 -- alternate phone numbers: (B)(6). Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "implant look kind of funny, brown, definitely opaque and capsular contracture baker grade IV". This record is for the left side. Device was explanted and it is unknow if it was replaced. Device will be returned.

Event description:
Healthcare professional reported "implant look kind of funny, brown, definitely opaque and capsular contracture baker grade IV". This record is for the left side. Device was explanted and it is unknow if it was replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.